Event description:
In 2009, patient underwent an aortic valve replacement, aortic root replacement, coronary artery bypass graft x1 and debridement of aortic root abscess. Intra-operative a 16 french silicon temp sensing foley catheter was inserted. In 2009, orders to d/c foley catheter was obtained. In preparation for the removal, a syringe was pumped to loosen plunger, then attached to balloon port for 30 seconds. Approximately 10 ml of saline aspirated from balloon passively -without pulling on plunger-. Patient was instructed to breathe deeply, urinary catheter was removed without resistance until balloon reached the end of penis. At this time, the catheter became impossible to remove. Employee requested the assistance of the rn for removing catheter. The balloon was checked to ensure that it was fully deflated -which it was- and then foley catheter was removed with manual "force". Upon removal, a "prominent ridge" was present on the balloon. The patient experienced no bleeding with removal.